Event description:
On (B)(6) 2022, grifols distributor (B)(4) central blood bank (B)(4) reported a donation was nonreactive with the procleix ultrio elite assay (ml 704639). It was not tested in the discriminatory assays. The donation was hiv serology combo positive and anti-hiv positive. It was also hiv pcr reactive in roche 6800 hiv-1/2 qualitative assay. The donation was not used, and no sample volume remains for investigation. No medical history is available. The testing data is summarized below: on (B)(6) 2022: ultrio elite nonreactive. On (B)(6) 2022: hiv combo positive (p24 ag/ab). On (B)(6) 2022: anti-hiv positive. On (B)(6) 2022: hiv-1/hiv-2 pcr reactive (roche 6800 hiv-1 hiv-2 qual assay). A review of the quality control data for ultrio elite ml 704639 was performed. There were no related quality events found for this lot/batch of product and the product met all release criteria, and no additional complaints have been reported for this type of hiv sensitivity error in the ultrio elite assay for ml 704639 over the last year. The root cause of the false negative result could not be confirmed due to lack of sample for investigation. Intermittent reactive results are expected in low titer samples (below the 95% lod of the ue assay). Review of the qc release data and a previous events search indicate the ultrio elite assay is working as designed. No additional information is expected, and this is the final report.